Manufacturer narrative:
B2. Other: seizures correction: the event was originally reported as a reportable malfunction rather than a serious injury. Fields have now been correct ed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is not known. G2: the country of the event is fr. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a distributor regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there was a patient who needed to recharge daily and reported that as soon as her battery drops below 80%, she loses neural stimulation and has seizures. She traveled 160 km to go to the hospital yesterday ((B)(6) 2026), and they referred her to call the distributor. The distributor noted that they would replace the battery and charger and see what happens. A replacement recharger was sent to the patient. Patient has been notified that they should call back if replacement of their product does not resolve the issue.